Event description:
The customer received a blood glucose reading of 155 mg/dl from her breeze2 meter and a reading of 80 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot. She was contacted after the initial call and stated that everything was working properly. No product will be returned.